Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector part of the electrical contact was discolored. The head part of the main body was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head had no image. The issue was found during preparation for use. Procedures were completed with a similar device. There were no reports of patient harm. There was no further information given by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct results of device evaluation reported on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that ccd failed due to water intrusion into the main body, and that an event in which the indicated images do not appear temporarily occurred. Connection was made as per the instruction manual, and it was confirmed that there was no occurrence of an event in which the image of the indication did not appear. Continuous energization was carried out for 2 hours, and a high load was applied. However, it was confirmed that there was no occurrence of an event in which the image indicated was not reflected. Light tapping of the video jacket, light shaking of the cable, and light loading were applied, but it was confirmed that there was no event in which the image indicated did not show up. Olympus will continue to monitor field performance for this device.